Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to his clinic after receiving a shock when he was walking his dog. The patient reported recent falls on his mountain bike earlier this month with trauma to the device site. A message had been generated to check the right ventricular (rv) lead. Review of stored episode identified sensing of p-waves on the rv lead resulted in inappropriate anti-tachycardia pacing (atp) and the inappropriate shock. Noise was observed post shock in addition to decreased pacing impedance and sensing measurements and increased threshold measurements. Review of the implant x-rays noted some tension on the lead and insulation degradation was questioned. Recent episodes of non-sustained ventricular tachycardia (nsvt) and vt, and all electrograms (egm's) suggested that the device was double counting these episodes which triggered therapy. There was no evidence of noise on the lead, and histograms showed no evidence of double counting at the patient's last device check three months ago. The associated implantable device is scheduled for elective replacement in the near future. The patient was admitted to the hospital to await device replacement and a potential lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to his clinic after receiving a shock when he was walking his dog. The patient reported recent falls on his mountain bike earlier this month with trauma to the device site. A message had been generated to check the right ventricular (rv) lead. Review of stored episode identified sensing of p-waves on the rv lead resulted in inappropriate anti-tachycardia pacing (atp) and the inappropriate shock. Noise was observed post shock in addition to decreased pacing impedance and sensing measurements and increased threshold measurements. Review of the implant x-rays noted some tension on the lead and insulation degradation was questioned. Recent episodes of non-sustained ventricular tachycardia (nsvt) and vt, and all electrograms (egm's) suggested that the device was double counting these episodes which triggered therapy. There was no evidence of noise on the lead, and histograms showed no evidence of double counting at the patient's last device check three months ago. The associated implantable device is scheduled for elective replacement in the near future. The patient was admitted to the hospital to await device replacement and a potential lead revision. No additional adverse patient effects were reported. It was reported that this rv lead and the associated device were subsequently explanted and replaced. No additional adverse patient effects were reported.